Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Information indicates there was high impedance with both of the systems the lead was connected to. See manufacturer report #30042091 78-2018-04382 for the report on the other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported by the rep that the health care physician (hcp) ended up replacing the lead and the ins entirely due to impedance over 4k ohms. The rep noted they saw the blue tip, the hcp made sure the lead was secure and the rep checked for body response. Initially the hcp replaced the ins but when impedances were still greater than 4k ohms, the lead was then replaced. There were no symptoms and no further complications reported/anticipated.